Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed their site to address the first occlusion alarm, but another alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 203 mg/dl.